Manufacturer narrative:
Event description: it was reported that the device the device looses pressure and switches back. The reported event was confirmed. The service evaluation revealed both inflow and outflow motor are worn out. Furthermore, the door lever is loose and the distance between display and frontbezel was found too small.

Event description:
It was reported that the device the device loses pressure and switches back. This was noted after the surgery. There was no harm or adverse event for patient, operator or third party reported. No further information received.